Event description:
A consumer reported via a manufacturer representative that they were involved in a car accident two weeks prior to this report and they were now getting complete body shakes. The patient had tried contacting their health care provider (hcp), but they had not heard back. The manufacturer representative advised the patient that a fall or jarring could cause some issues so they should follow up with their hcp. The patient programmer showed normal setting. When the patient tried to change their settings they made their symptoms worse. The patient was going to try to follow up with their primary hcp and have them contact the manufacturer for tech support. The issue was not resolved at the time of this report. No surgical intervention was taken and it was unknown if any was planned. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.